Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that, during the implant procedure, the lead stability may have been compromised because there were several attempts to reposition the lead and the helix was extended more than seven times. The lead was removed and replaced. No patient complications were reported as a result of this event.